Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history lot product code: 03.010.104. Lot number: 129p945. Manufacturing site: bettlach. Release to warehouse date: 28 may 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. A photo-investigation was performed on the image located in pc attachment ¿source file - reporter hospital (B)(6)¿. Upon inspecting the image provided, the complaint was not confirmed as the reported condition could not be confirmed from the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the overall complaint could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Background: sending report that occurred today at the (B)(6) hospital with patient involvement: at the moment of drilling one of the proximal holes of the nail, the initiator tip split, remaining inside the femur, which is why its extraction is difficult, the procedure continued. Drill bit was sent to the warehouse and was marked with red tape, it goes inside the motor. Visual inspection: the complaint device drill bit ø4.2 calibr l145 3flute (product code: 03.010.104, lot number: 129p945) was returned to cq west chester for investigation. During visual inspection, the drill bit was found stripped and a small portion on the threaded part was broken. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Drill bit for quick coupling, se_079943 rev h (current and manufactured). Dimensional inspection: according to se_079943 rev h, diameter of the drill bit: 4.2 mm + 0 mm - 0.03 mm (specified dimension). Diameter of the drill bit: 4.20 mm (measured dimension, conforming). Measuring device used: caliper- ca 122. Conclusion: the drill bit was broken and stripped which could have been due to the regular usage of the item, hence the complaint was confirmed. The embedded device could not be confirmed as no x-rays or images capturing the issue was provided for investigation. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided.,product code: 03.010.104. Lot number: 129p945. Manufacturing site: bettlach. Release to warehouse date: 28 may 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 at the moment of drilling one of the proximal holes of the nail, the initiator tip split, remaining inside the femur. Extraction was difficult but the procedure continued. Concomitant device reported: unk - plate (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for (B)(4).